Event description:
A customer reported an issue with the touchscreen of their pump, noting that the screen was frozen and unresponsive to inputs, preventing any interaction. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer planned to call back when ready to proceed with the troubleshooting process.